Manufacturer narrative:
This is a follow-up MDR to 3005031160-2017-00130 submitted 04/13/2017. Device has not yet been received for evaluation. When device is received an additional follow-up report will be sent. No medical images have been received either. This follow-up report is intended to replace MDR 3005031160-2017-00136 submitted on 05/26/2017 which was incorrectly submitted as a follow-up MDR to 3005031160-2017-00130.

Event description:
Received an update that the revision surgery was performed on (B)(6) 2017. The parts are on their way back to the manufacturer for evaluation. The surgeon refused to answer any questions to provide any additional information. No medical images will be provided.

Manufacturer narrative:
This is a follow-up MDR to 3005031160-2017-00130 submitted 04/13/2017. Evaluation conclusion; parts were received for evaluation on 05/31/2017. No medical images or additional information has been received. A visual evaluation and DHR review was completed for each returned part and there were no manufacturing abnormalities found. There were no broken parts found, every part had wear and scratches from being implanted. This follow-up report is intended to replace MDR 3005031160-2017-00147 submitted 06/30/2017 which was incorrectly submitted as a follow-up report to 3005031160-2017-00130.

Event description:
Amending due to return of materials, parts were received on 05/31/2017, surgery was performed on (B)(6) 2017. Parts have been visually evaluated and a DHR review completed, surgeon refused to provide additional information. No medical images will be provided.

Manufacturer narrative:
Device has not been received for evaluation. No medical images have been received either. Device not returned to manufacturer.

Event description:
Reported that in (B)(6) 2017, at a follow up appointment, the patient reported back pain and surgeon took an MRI image which showed screw migration at l2-l3 and adjacent segment degeneration. Screw and rod revision is planned for (B)(6) 2017. The parts will be sent back to x-spine for evaluation. It is unclear if any additional information will be provided. No medical images have been provided.